Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, loss of ventricular capture was observed. Programming changes were made since the device was not programmed at appropriate settings. The following day, the physician elected to cap and replace the right ventricular lead (B)(6) 2019. Fluoroscopy revealed insulation damage on the right ventricular lead. The patient was stable throughout.